Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient stated he had a very low blood glucose level of 26 mg/dl on (B)(6) and was taken to the ER. He stayed there overnight after being treated with an IV and was released the next day on pump therapy. The patient also had a blood glucose level of 29 mg/dl on (B)(6) and was taken to the ER. The patient said that the time was set incorrectly and the pump was set to am when it should have been set to pm and vice versa. The patient denies a diet change, a weight change, and programs bolus doses through the normal bolus menu and often does not take bolus doses. The pump's total daily dose (tdd) history matched the programmed pump settings. The patient was advised to call an hcp to discuss changes to pump settings and to also let the hcp know that the date and time were set incorrectly in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The device was not requested for return as the troubleshooting revealed no product issue. The patient however reportedly set the time and date incorrectly on the pump which will cause improper basal delivery rates. The patient was advised to review pump therapy with his hcp.